Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.